Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user became disconnected from their ilet for over ten hours, experienced high blood glucose up to 350 mg/dl for approximately 8¿12 hours, and was concerned the pump was not delivering insulin; the device was confirmed to be delivering insulin, the ilet alerted for high glucose, and glucose trended down after reconnection with troubleshooting and education completed. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention, no hospitalization, and non-medical assistance provided by another individual out of kindness. Investigation included customer service assessment, review of pump function during the call, and follow-up verification that insulin delivery and glucose were improving. Investigation of this case revealed improper use due to prolonged disconnection from the infusion system, with no device or component malfunction identified and insulin delivery confirmed after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related disconnection leading to hyperglycemia, resolved with continued use as directed.